Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar and bipolar energy was not working. The customer had changed out the cords, but issue was not resolved. Intuitive surgical, inc. (Isi) technical service engineer (tse) had the customer restart the generator and reseated connections on the back of the generator, but the issue persisted. The customer opted to change out the vision side cart (vsc). The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using the same integrated electrosurgical unit erbe (erbe) generator and another vision side cart (vsc).

Manufacturer narrative:
Based on the claim against the product by the customer noting energy issues, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the reported problem. The system was tested and verified as ready for use. Isi received the erbe generator and performed failure analysis. The erbe generator energized, cauterized, and all ports recognized instruments. The visual inspection showed erbe in good condition. The complaint was not confirmed based on failure analysis. The failure analysis investigations and in-house testing of the returned erbe generator revealed no issues related to the customer reported event. .